Event description:
The ge oec 9800 fluoroscopy system had intermittent lock-up issues that required a reboot to continue.

Manufacturer narrative:
The ge oec service representative investigated the issue and found the system needed a cpu upgrade. The cpu and associated components were upgraded and replaced. The system was tested and found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to the issue. No patient injury or harm was reported as a result of the noted malfunction.